Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a device check. Upon interrogation, the implantable cardiac monitor exhibited undersensing. No patient symptoms were reported. The device was reprogrammed and the patient would be monitored.